Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified. Concomitant medical product: syringe listed as concomitant. Patient demographics not provided.

Event description:
During a site visit by a bd representatives, biomed reported issues of pca syringe infusion inaccuracies. It was reported by biomed that after evaluation of the modules, it was determine that nurses opened the plunger head while the medication was infusing, in order to read pca syringe labels, further testing of syringe modules revealed no issues found. The customer did not indicate any paint harm.